Manufacturer narrative:
Siemens filed the initial MDR 2432235-2023-00141 on june 07, 2023. Additional information jun 08, 2023: an outside the united states customer obtained a discordant elevated ca 19-9 result (454.03 u/ml) for a female patient (with uterine leiomyoma) sample on advia centaur xp, lot 516. The initial result was reported to the physician(s), who questioned the result. The sample was repeated on the same advia centaur xp after polyethylene glycol (peg) 6000 treatment, and the result was lower (9.17 u/ml). The sample was repeated on an alternate testing method which gave a lower result (9.78 u/ml) as well. This lower result was considered as correct by the physician(s). Siemens investigation included an assessment of reagent, instrument, and sample data. Reagent and instrument performance were ruled out based on qc being within acceptable ranges and no issues were reported with other patient samples. The customer was not able to provide a list of medications/supplements the patient was taking. Treatment of the sample with peg may have precipitated antibodies that were interfering with the advia centaur xp ca 19-9 assay. Since the patient sample was only tested once untreated, it is also possible preanalytical variables or a sample integrity issue caused the initial result. Based on the available information, the cause of the discordant result could not be determined but siemens cannot rule out preanalytical variables, a sample integrity issue, or a sample specific interferent. Return of the patient sample for further investigation is not possible as sample cannot be returned due to china customs issues. The customer is operational. In section h6, the investigation findings, and investigation conclusion codes were updated.

Manufacturer narrative:
An outside the united states customer obtained a discordant elevated ca 19-9 result for a female patient sample on advia centaur xp. The initial result was reported to the physician(s) who questioned the result. The sample was repeated on the same advia centaur xp after peg treatment, and the result was lower. The sample was repeated on an alternate testing method which gave a lower result as well. This lower result was considered as correct by the physician(s). All bio-rad controls with ca19-9 were within the normal ranges. The interpretation of results section of the advia centaur ca 19-9 instructions for use (IFU) states: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Siemens healthcare diagnostics is investigating.

Event description:
The customer obtained a discordant elevated ca 19-9 result for a female patient sample on advia centaur xp. The initial result was reported to the physician(s) who questioned the result. The sample was repeated on the same advia centaur xp after peg treatment, and the result was lower. The sample was repeated on an alternate testing method which gave a lower result as well. This lower result was considered as correct by the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant ca19-9 result.